Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent . The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with cefazolin injection (1gm, once daily, intraperitoneal, discontinued) and ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from the peritonitis event. On an unknown date after recovery, pd therapy was discontinued and the patient was transferred to hemodialysis (hd). Hd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.